Event description:
It was reported that during a remote follow up, noise, undersensing, and low defibrillation impedance were noted on the right ventricle (rv) lead. Abbott technical support was contacted; however, no intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.

Event description:
Additional information was received indicated cardiac physiologist suspected insulation damage on the right ventricle (rv) lead, however, diagnostic imaging was not performed. The device was reprogrammed. The patient was in stable condition.